Event description:
It was reported that a revision surgery was performed due to issues with metal on metal articulations, mild lateral hip pain, cobalt levels at 5ppm rising gradually over time, mild inflammatory reaction with yellowish joint fluid and proliferation of reactive tissue. No observed etching of the stem taper. Some deposits at the distal edge of engaged taper.

Manufacturer narrative:
It was reported that a revision surgery was performed due to patient concern from awareness of issues with metal on metal articulations, mild lateral hip pain and cobalt level. As of today, device return and additional information has been requested for this complaint but has not become available. Reported was a revision after unknown time. No medical documentation was provided to investigate or further describe the nature of the reported findings of mild lateral hip pain and rising cobalt levels (5ppm, no details about date, fluid analysed, reference levels provided). Without additional information the nature of intra-operative findings of mild inflammatory reaction with yellowish joint fluid, proliferation of reactive tissue and ¿some deposits¿ at the distal edge the taper cannot be further described. Whether these findings relate to material loss or wear from the implant remain unclear. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.